Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 500 mg/dl. Reportedly, the contact administered a bolus via the pump. The customer's blood glucose level at the time of the report was 600 mg/dl. The contact administered a manual injection. While troubleshooting with tandem's technical support it was noted that the luer lock connection was crooked and not delivering insulin sufficiently into the tubing. The contact was able to tighten the luer lock connection and saw insulin coming out of the tubing end.